Manufacturer narrative:
Physio-control further evaluated the device. It was determined that the cause of the reported issue was due to excessive leakage current on the power pcb assembly, likely due to ionic contamination. A replacement device was provided to the customer under warranty.

Manufacturer narrative:
After additional investigation by physio-control, the likely cause of the reported issue has been determined to be due to residue on filter components fl4 and fl10 on the power supply pcb assembly. As a result of this investigation, physio-control has initiated a field corrective action (reference corrections and removals number 3015876-11/07/2017-003c).

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. (B)(4).

Event description:
It was reported to physio-control that the customer's device powered off and on by itself during initial installation. The device's service led was illuminated as well and the device had logged multiple event codes into its memory. There was no patient use associated with the reported event